Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. No process and / or material changes were noted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after the implantation of a tecnis cl z9002 intraocular lens (iol), the surgeon noticed there was a scratch on the iol. He enlarged the incision, removed the iol and replaced it with another.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope revealed a half of lens was returned with one haptic distorted that could be related to the handling of the lens during the removal and replacement process. Also, visual inspection revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. Due to the conditions of the lens returned it is not possible to determine the presence of scratch defect on it. The investigation results reasonably suggest that the probable cause of the conditions observed in the sample returned could be related to surgical technique. All pertinent information available to the manufacturer has been submitted. Placeholder.